Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood present in the device. The shaft was partially detached/separated at the collar with the polytetrafluoroethylene (ptfe) still holding the shaft and collar together with some of the shaft in the collar damaged. The tip/markerband was damaged and flattened/ovalized. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that crossing difficulties occurred. A guidezilla¿ guide extension catheter was selected for use in a tortuous coronary vessel. During the procedure, it was noted the device could not cross the target lesion. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the shaft was partially detached at the collar.